Event description:
The dealer states that the unit is stuck in the locked position. The dealer spoke to tech and was told that we have no knowledge of the device. The dealer has two techs attempting to pull the device open and it will not separate. The dealer has no further information to provide.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.